Event description:
It was reported that during a device change out, the left ventricle (lv) lead was repositioned three times and the guidewire broke inside the lead. A portion of the guidewire remains inside the lead and is sticking out of the tip. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.